Event description:
It was reported that the radio frequency (rf) head presented with no telemetry or intermittent telemetry. A new rf head was connected to the programmer and the issue was resolved. The rf head was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).